Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, decrease in sensing and loss of capture were observed. Fluoroscopy showed that the lead had pulled back. As such, the lead was repositioned.